Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-10912. It was reported that the patient presented for an unrelated device change out procedure. Upon review, the right atrial lead exhibited noise with auto mode switch episodes and decreased impedance. Additionally, noise and noise reversions were observed on the right ventricular lead. Both leads were capped on (B)(6) 2019 and the right ventricular lead was replaced. The patient was stable throughout.